Event description:
A (B)(6) result was obtained for a pt sample. The pt had previously tested (B)(6). The pt sample was tested on another method and the result was (B)(6). Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specs. No further eval of the device is required.